Manufacturer narrative:
The device will not be returned for evaluation.

Event description:
It was reported that when inserting the catheter it was observed that the guidewire unravelled. No intervention or patient complications were reported. The device will not be returned.